Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. Asystole was seen intermittently from 06:21:32 to 07:04:33. At 07:08:42, the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm was atrial flutter at 30 bpm with pacer spikes degrading to severe bradycardia with unconducted p waves/CPR artifact. At 07:31:19, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity and motion artifact. The patient's post-shock rhythm was severe bradycardia at 10 bpm degrading to asystole with intermittent cardiac activity and motion artifact. At 07:34:34, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity, unconducted p waves and motion artifact. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with unconducted p waves/hb. Asystole was seen intermittently from 07:36:44 to 11:17:24. The device was shutdown at 11:18:49 on (B)(6) 2022.

Manufacturer narrative:
During servicing of a monitor which was returned for investigation into a patient death, a reportable malfunction was found. The monitor was resetting. Upon investigation the monitor reset while powering up. The root cause for the monitor resetting could not be positively identified. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of a monitor which was returned for investigation into a patient death, a reportable malfunction was found. The monitor was resetting. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. Asystole was seen intermittently from 06:21:32 to 07:04:33. At 07:08:42, the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm was atrial flutter at 30 bpm with pacer spikes degrading to severe bradycardia with unconducted p waves/CPR artifact. At 07:31:19, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity and motion artifact. The patient's post-shock rhythm was severe bradycardia at 10 bpm degrading to asystole with intermittent cardiac activity and motion artifact. At 07:34:34, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity, unconducted p waves and motion artifact. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with unconducted p waves/hb. Asystole was seen intermittently from 07:36:44 to 11:17:24. The device was shutdown at 11:18:49 on (B)(6) 2022.